Event description:
It was reported that the device was unable to be interrogated, had no telemetry, intermittent pacing and was at end of service. The device was explanted and replaced. The right atrial lead had low impedence in bipolar with unipolar impedance higher than bipolar and the lead was causing pocket stimulation. It was decided to leave the lead in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.